Event description:
It was reported that the after preparation of the 4.0x38mm xience prime stent delivery system it was observed the stent was loose on the catheter. A new xience prime was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.